Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment of touch pen did not work, stylus cable pinched. It was noted that the display upper hinge was worn, system fan noisy and the left side keyboard hinge was broken. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch screen did not work. The product has been returned for service. There was no patient involvement.